Manufacturer narrative:
(B)(4).

Event description:
A patient via a healthcare professional (hcp) and a manufacturer representative (rep), receiving lioresal (500 mcg/ml at an unknown dose, lot # unknown) for an unknown indication, reported hearing their pump beeping. The patient went to the pain unit due to the beeping. The pump was read and a message of pump stall was shown. A motor stall recorded on (B)(6) 2015 at 14:28. The motor stall recovered on (B)(6) 2015 at 06:35. A second motor stall occurred on (B)(6) 2015 at 16:35 and a "stopped pump period may exceed tube set" message occurred on (B)(6)2015 at 16:35. There was no motor stall recovery indicated in the logs for the second motor stall. A roller study was performed and no movement was observed. The patient was scheduled for pump replacement on (B)(6) 2015. There were no reported patient symptoms. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump ((B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing.